Manufacturer narrative:
The customer reported that filter was clogging, and returned one used sample of material 20129e and lot 23099411. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was infused with water from a syringe, as well as glycerin (higher density to replicate closer to solutions such as lipids). No issues were found, and the filter had no leakage found either. The complaint of occlusion could not be replicated and the issue was not verified. The root cause could not be determined without a replicated failure. Device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd extension set was occluded the following information was received by the initial reporter with the following verbatim. Description of problem: filter clogging, IV fluids->IV pump rings occluded.